Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead sites. It was noted that the patient has been going to wound care, and the wound still has not closed. Additional information was received that the physician believed that patients infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all device components were removed. No device malfunction was suspected, and the explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218500, model:sc-2218-50, serial:(B)(6), batch:7149611/7148988.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead sites. It was noted that the patient has been going to wound care, and the wound still has not closed.